Event description:
A customer reported that during surgery, a vitreotome did not cut. The procedure was completed using an alternate cassette. There was no harm to the pt.

Manufacturer narrative:
No sample has been received for eval. Two lot numbers were identified and no abnormalities that could have contributed to the complaint issue were found during device history record review. The product was released according to the MFR's acceptance criteria. The root cause is unk. (B)(4).